Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/5/2021 additional information: h6   additional information was requested and the following was obtained: was there any patient consequences?----------no lot?--------unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? Lot? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on (B)(6) 2020; and suture was used. During the procedure, the suture broke when ligating the core of hemorrhoids in the surgery of mixed hemorrhoids. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.